Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead was no longer capturing. The physician elected to extract the lead on (B)(6) 2021 . During the procedure, the body of the lead then separated from the tip of the lead, which remained in dwelling in the patient's right ventricular apex. A new lead was placed. The patient did no suffer an injury.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.